Manufacturer narrative:
Initial report inadvertantly submitted without the following statement in h10. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number 08n53-02 which received us FDA approval.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer questioned the result associated with patient sample ID (sid): (B)(6) as the result was positive for cov-2, flu a and rsv. Patient sid: (B)(6) was run on (B)(6) 2025. No result was reported. After this observation the customer stopped testing patient samples and ran water samples. The customer suspected contamination was the cause of this unexpected result and upon investigation identified that lysis had leaked within the system solution drawer near the bulk fill station and on the lysis reservoir cap (fully contained within instrument). Customer was advised to clean up the lysis spill with a water/ detergent mixture followed by 95% ethanol and to utilize the appropriate personal protective equipment (ppe) while doing so. Customer noted that water samples for sars cov-2 and rsv came up positive when running them. Technical application specialist (tas) sent customer instructions on how to clean the system (isa 640-089a) to get a baseline of what needs to be done before the field service engineer (fse) arrives. Site visit was performed on (B)(6). One of the clips was missing from peripump 5 which may have caused the lysis leak; therefore, a new clip was installed. The lysis reservoir was removed, emptied and cleaned and all the connections were verified. Runs including negative controls and swabs indicated decontamination was required. Troubleshooting to eliminate contamination continues. There has been no report of impact to patient management in association with this questioned result. Sample has not been repeated on the alinity m system; however, it is unknown if the sample was repeated on another assay and what result was generated. In the absence of additional information, this evaluation will be run as a false positive result for the sars cov-2, flua and rsv analytes.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history did not identify any prior service tickets related to contamination caused by a lysis leak resulting from a missing clamp on peristaltic pump tubing within the system solutions drawer of the alinity m system, sn: (B)(6). Customer data review: there were photographs attached to the complaint ticket which show a missing clamp connected to peristaltic pump 5 and lysis crystallization within the system solutions drawer, including on the cap and cables connected to the lysis reservoir. Quality data review: nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to contamination caused by a lysis leak resulting from a missing clamp on peristaltic pump tubing within the system solutions drawer of the alinity m system, ln: 08n53-02. The query did not identify any records related to contamination caused by a lysis leak resulting from a missing clamp on peristaltic pump tubing within the system solutions drawer of the alinity m system, within the past 2 years of the complaint ticket entered date. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of contamination caused by a lysis leak resulting from a missing clamp on peristaltic pump tubing within the system solutions drawer of the alinity m system, ln: 08n53-02, sn: (B)(6). Additionally, complaint trending was reviewed and a trend violation was not identified, and the upper control limit was not exceeded for the alinity m system (08n53). A product deficiency was not identified based on this review. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln: 08n53-02.